Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of an intraocular lens (iol) into the patient''s eye, the surgeon noticed that the lens was torn. The lens was removed and replaced with another lens. No further information was provided.

Manufacturer narrative:
Additional data: additional information was received and it was learnt that the incision was enlarged to remove the lens. No vitrectomy was performed and no patient injury was reported. Reportedly, the surgeon requested for a new zcb00 lens and cartridge. (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site stuck at the loading zone of the cartridge. Visual inspection at 10x microscope magnification showed small particles and residue of what appeared to be viscoelastic ovd (ophthalmic viscosurgical device) in the cartridge, indicating that the device was handled and prepared for surgical use. Both lens haptics were observed at folding position. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.